Event description:
It was reported that the vns pt was experiencing seizure activity occurring "almost non-stop". Attempts to obtain additional info from the treating physician have been made, but have been unsuccessful to date.